Event description:
It was reported that a user experienced a high blood glucose reading on the ilet system while using a dexcom g7, with fingerstick also reading high; the user had performed multiple infusion site changes, and a bent cannula was encountered during a site-only change. Investigation of this case revealed a likely infusion set/cannula issue consistent with a bent cannula that impaired insulin delivery, with sensor-pump discrepancy later addressed by calibration. No symptoms associated with hyperglycemia. Outcomes included recovery to target range at home without medical intervention or hospitalization. It was concluded that the event was related to infusion site/cannula performance and user management factors, with the device functioning as designed after site replacement and calibration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.